Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic heart valve, left bundle branch block was observed via electrocardiogram (ECG); there was no treatment or intervention and the condition remained ongoing. Two days post-implant an ECG showed second-degree atrio-ventricular heart block; a permanent pacemaker was implanted the same day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances, such as left bundle branch block and second-degree atrio-ventricular heart block are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.